Event description:
It was reported that during a da vinci si hysterectomy procedure, a broken cable was observed on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp has still remained in the clevis. The clevis does not exhibit excessive damage. The instrument has 4 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.